Event description:
It was reported that during preparation for a stenting treatment procedure a detachment occurred. While prepping the 4.00x24mm taxus liberte stent delivery system (sds) it was noted that the "there was a detachment of the balloon proximal connector from the hypotube." The issue was noticed prior to be introduced, and was not used in the procedure. No patient complications reported and the patient's current condition is stable. Additional information has been requested and is not available.

Event description:
It was reported that during preparation for a stenting treatment procedure a detachment occurred. While prepping the 4.00x24mm taxus liberte stent delivery system (sds) it was noted that the "there was a detachment of the balloon proximal connector from the hypotube." The issue was noticed prior to be introduced, and was not used in the procedure. No patient complications reported and the patient's current condition is stable. Additional information has been requested and is not available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination of the device identified that the tip of the device was slightly flared. Solidified blood was present outside the tip. The stent and balloon sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The lumen and corewire were kinked at 39 mm distal to the port. The hypotube was kinked along its entire length. The hypotube was broken at 120 mm proximal to the proximal body cone/body transition of the balloon. The proximal portion of the sds was not returned. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. Contrast media was present within the inflation lumen, therefore indicating that the device was prepped for use. Solidified blood was also present within the inflation lumen, therefore indicating the device had been used in vivo. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).